Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure, difficulty was encountered when attempting to insert this right atrial (ra) lead into the device header. The physician tried using sterile water, but ra lead insertion was unsuccessful. The physician then inserted a port plug into the ra port, and this was successful. The physician ensured the setscrew was fully backed out. Additional information was received that after many attempts, this ra lead was successfully inserted into the device header. It was noted the physician suspected the cause for the lead insertion difficulty was due to a deformity in the ra lead that he was able to work around. This ra lead remains in service and there were no adverse patient effects reported.